Manufacturer narrative:
Eval summary - the sample has not been received, therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. There have been no other complaints reported in the lot number. Add'l info is not expected. (B)(4).

Event description:
A surgeon reported during a glaucoma filtration device procedure that there was no flow from the device. Another filtration device was implanted with no impact to the pt. Add'l info is not expected.